Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history records, dimensional verification, functional testing, documentation and a visual inspection was conducted during the investigation. The complainant returned two devices for investigation. The first device was returned undamaged, and the second device was returned used with some visible biological matter on the surface. The catheters outer diameter were measured to be within specification. The number of threads showing in the hub was found to be out of specification on the second device. A tug and twist test were performed on both devices and in each one, the catheter did not pull free from the hub, confirming that the fittings were securely installed. Leak tests were performed on both returned devices and the first device was confirmed to be leaking, recreating the failure mode described. Examination of both returned devices after the cap removal showed the sutures to be secure in the cap threads and a catheter flare that was slightly lipped. Due to its compression while in the cap, the flare cannot be confirmed to be manufactured out of specification. It should be noted there are no related nonconformances and no other complaints have originated from lot# 8786315, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, the inspection of returned product, and the results of our investigation, a definitive root cause could not be established for either device. The root cause of the incidental finding the number of threads visible was determined to be traced to manufacturing. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel were notified. Cook will continue to monitor for similar complaints.

Event description:
No additional information has been added to the description of event since the previous medwatch report.

Manufacturer narrative:
Catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed via abdominal access for a percutaneous nephrostomy. After placement, the physician found leaking between the catheter and the hub. The catheter was then replaced with an identical product that also leaked in the same area. A third catheter was placed and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.